Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch lancing device fell apart. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 9am on (B)(6). The patient manages their diabetes with a combination of medication, including metformin, humalog and lantus insulin. The patient reported skipping their usual dose of lantus in response to the alleged issue. The patient reported developing symptoms of ¿confused, can¿t concentrate, shaky and sweaty¿ sometime after the alleged issue began. The patient denied receiving any treatment for these symptoms. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.